Event description:
It was reported the central venous catheter presented wrinkle and perforation upon removal of the guidewire, after insertion, with application of all the manufacturer's recommendations and insertion technique; two occurrences in the same patient, in jugular vein puncture. The notifier informs, in the investigation, that they infused the solution before, and everything was fine, they pulled the guidewire before cutting the catheter to the indicated size, but at the end of insertion, at the time of removal of the guidewire, the incident occurred, repeating it. Similarly when inserting the second catheter. This report addresses the first device. Note: interview with the initial notifier to assess this occurrence, the same professional who inserted the catheters: two cases in the same patient, following each other; gave up trying again and punctured a peripheral vein with a short catheter. Sent to consult the neonatal ICU team to evaluate performance, where they corroborate the information on the poor performance of this catheter, with a negative opinion in the unit.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp2683 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).